Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 528mg/dl with shortness of breath. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and had discontinued the pump at the time of the call to animas. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. Troubleshooting indicated the following contributing factors in the alleged bg excursion: the patient had a yeast infection with no mention of any treatment; the patient had miscounted carbohydrates; the patient failed to bolus; the patient did not respond to an alarm in a timely manner. There was no indication of a pump malfunction and the patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and use error of the pump was identified as a contributing factor.